Manufacturer narrative:
D2b - pro code (product code): fge, nin. G4 - premarket / 510(k) #: k152607, k162404, p060006.

Event description:
It was reported that device entrapment occurred. The 76% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mm x 18mm x 150cm express sd renal/biliary stent balloon expandable was selected for use. During the procedure, the express sd renal/biliary device was difficult to load onto the 0.014" non-boston scientific guidewire and could not be fully advanced through the mach 1 guide catheter. The express sd renal/biliary became stuck on the guidewire, requiring both devices to be removed simultaneously. The renal artery was then re-wired, and the physician elected to balloon the lesion with a sterling balloon to complete the procedure. There were no patient complications as a result of this event.